Event description:
It was reported that a syringe 1.0ml 31g tw 6mm bls 400 sg experienced safety shield failure causing a needle stick during use. The following was reported by the initial reporter: "it was reported a needle stick injury and the entire safety device fell off.   Event description states: I am not sure if you are the correct persons for me to report this to, however, we had another needle stick injury with the bd safetyglide insulin syringe ( safetyglide insulin syringe (1ml x 31g x 15/64¿) . I know that one of my nurse educators did reach out to you and you shared educational literature. However, one of our nurses reported that when she went to engage the safety device after administering insulin, the entire safety device fell off (the white lever and cap) causing the puncture of her finger. The nurse was flustered after this event occurred, and did not think to try to save the syringe or take a photo -- she wanted to draw the appropriate post-exposure labs."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31g tw 6mm bls 400 sg experienced safety shield failure causing a needle stick during use. The following was reported by the initial reporter: "it was reported a needle stick injury and the entire safety device fell off.   Event description states: I am not sure if you are the correct persons for me to report this to, however, we had another needle stick injury with the bd safetyglide insulin syringe ( safetyglide insulin syringe (1ml x 31g x 15/64¿) . I know that one of my nurse educators did reach out to you and you shared educational literature. However, one of our nurses reported that when she went to engage the safety device after administering insulin, the entire safety device fell off (the white lever and cap) causing the puncture of her finger. The nurse was flustered after this event occurred, and did not think to try to save the syringe or take a photo -- she wanted to draw the appropriate post-exposure labs."